Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for active exhalation proportional valve and oxygen low flow. The device's active exhalation controller was replaced to address the issue. The service technician determined the failure was due to the gray removable foam being installed incorrectly. The foam was reinstalled correctly. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.